Event description:
It was reported that that this right atrial (ra) lead exhibited a sudden high within range impedance measurements. Loss of capture (loc) was also suspected but it was not conclusive. Technical services (ts) was consulted, and a minute ventilation (mv) signal was also noted, with inappropriate atrial tachy response (atr) episodes stored due to noise oversensing. Further monitoring was recommended. No adverse patient effects were reported. This ra lead remains in service.